Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 407652 implantable pacing lead, implanted: (B)(6) 2013, product ID 419688 implantable pacing lead, implanted: (B)(6) 2013; product ID d314trm cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising thresholds since implant. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.